Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result the defect is scope connection: no.12 happened before the procedure. No patient was involved. The repair engineer inspected and repaired the processor. The repair engineer replaced preprocess board.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On the installation day, the processor appeared the error message: scope can't be connected no. 12 and then return to repair. This event occurred at the time of before use. There was no report of patient harm.